Manufacturer narrative:
The initial reporter was a getinge technician. The correction of d9 ¿device available for evaluation?¿ deems required. This is based on the internal evaluation. Previous d9 ¿device available for evaluation?¿: no. Corrected d9 ¿device available for evaluation?¿: yes. Getinge became aware of an issue with axcel surgical light. As it was stated and confirmed by photographic evidence handle holder was broken with missing particles. We decided to report the issue in abundance of caution as any part falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. It was found during service inspection. The axcel light head is conforming to the standard iec 60601-2-41 and therefore the light head handling cannot be the reason of this breakage in a normal use. An excessive tightening of the 3 screws of the interface assembly cannot lead to such a breakage neither. According to the investigation conducted by the sme at the manufacturer, the recommended cleaning products involving a chemical reaction and thus the interface weakness is ruled out, which cannot be confirmed with prohibited products. Therefore, the most probable root cause of this breakage could be then a combination of chemical stress and excessive radial force applied on the handle. For that reason, based on satisfactory feedback from the field about a similar part on pwd500, the modification 180614 was engaged with the new supplier replacing the row material abs+pc by pa66. In february 2019 mechanical and chemical tests were performed to validate this change. The sme¿s report mentions the conformity of these parts made in pa66. New parts in pa66 have been launched in production in may 2019. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with axcel surgical light. As it was stated and confirmed by photographic evidence handle holder was broken with missing particles. We decided to report the issue in abundance of caution as any part falling off into sterile field or during procedure may cause contamination.